Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, after the proglide device was inserted into the patient anatomy there was no blood flow from the proglide marker lumen. A second proglide device had a suture break when the proglide plunger was removed. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 22f and the taa procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.